Event description:
Further information (pharmacy records) was received from the end-user on (B)(6) 2016, with a synopsis of the information as follows: the end-user was dispensed a seven day supply of tobramycin ophthalmic ointment on (B)(6) 2015; the end-user also purchased ¿ketotifen eye¿ on this date. On (B)(6) 2015, the end-user was dispensed a thirty day supply of azelastine 0.05% ophthalmologic drops to be used one drop in each eye twice daily. On (B)(6) 2015, the end-user was dispensed a ten day supply of moxifloxacin 0.5%, with a refill due date listed as (B)(6) 2015. On (B)(6) 2015, the end-user was dispensed a twenty-five day supply of tobramycin/dexamethasone suspension to be used one drop in the right eye four times a day for one week. On (B)(6) 2016, the end-user was dispensed loteprednol 0.5% ophthalmologic gel. On (B)(6) 2016, the end-user was dispensed a ten day supply of tobramycin/dexamethasone suspension to be used one drop in the right eye twice a day for one week. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.(B)(4).

Manufacturer narrative:
The device has not been received for analysis and the lot number is unknown at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a third-party, an end-user developed ulcers in both eyes (ou) after using the complaint product for 3 - 4 weeks. It was confirmed with the end-user on (B)(6) 2015 that the event resolved and that contact lens wear has since resumed. Further information received by the end-user via email on (B)(6) 2015 clarifies that the event occurred around (B)(6) 2015, with the last eye exam on (B)(6) 2015. Symptomatically, the end-user experienced a scratch-like sensation, as if the contact lens was torn or ripped. The end-user was diagnosed with one ulcer in the left eye and four ulcers in the right eye. Five appointments occurred with two medical professionals. The treatment prescribed included azelastine twice a day, moxifloxacin q4h, and tobramycin/dexamethasone drops qid. Additional information has been requested but not yet received.